Manufacturer narrative:
Customer (person): (B)(6). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during a retrograde intrarenal surgery (rirs) in the right renal calculus, an ngage nitinol stone extractor would not open. The device was tested outside the patient and was able to be opened. The stones were dusted by an unknown manufacturer's laser. No adverse effects to the patient were reported.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Event summary: as reported, during a retrograde intrarenal surgery (rirs) in the right renal calculus, an ngage nitinol stone extractor would not open. The device was tested outside the patient and was able to be opened. The stones were dusted by an unknown manufacturer's laser. No adverse effects to the patient were reported. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record (DHR), the instructions for use, manufacturing instructions, and quality control data. A device failure analysis was conducted on the returned device. The product was returned in the opened packaging. The support sheath was bent, the handle would not actuate the basket, and all fittings were tight. The handle was disassembled, and the basket could still not be actuated manually. Unable to determine cause, the reported failure mode is confirmed. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: important: excessive force could damage device. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to have a basket that was closed and could not be opened. The handle of the device was removed and it was attempted to manually open the basket, the basket could not opened. The yellow support sheath was observed to be bent, it is possible the bent support sheath was preventing the basket assembly from moving freely within the basket sheath, preventing the basket from opening. However, the bent was not severe and did not appear to be significant enough to prevent the basket from opening. The cause for the issue could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.